Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a promus element plus 2.50x16mm drug-eluting stent. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 22 cm distal to the distal end of strain relief as well as multiple kinks around the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17aug2021. The 95% stenosed target lesion was located in mildly tortuous and severely calcified left coronary artery. Following predilation, a 2.50x16mm promus element plus drug-eluting stent was selected for use in percutaneuos coronary intervention. During introduction, it was noted that the stent was unable to cross the lesion smoothly. There were no patient complications reported and the patients status is stable. However, device analysis identified hypotube break.